Manufacturer narrative:
Taste disturbance manufacture (envoy) narrative: this pt reported some form of taste disturbance that persisted after the first fitting after activation. No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The pt is specifically advised of this prior to the procedure. The presence of a taste disturbance is frequent and typically resolves over time.

Event description:
Envoy received data report from audiologist on (B)(6) 2013. Adverse event of taste disturbance was noted on report. This pt reported a very slight metallic coppery taste that persisted after their first fitting after activation.